Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had transposed the blood glucose (bg) value and carbohydrates amount when entering values into the pump and requesting a bolus. The customer had already delivered the bolus prior to contacting tandem technical support. The customer's blood glucose (bg) level had lowered to 109 mg/dl by the end of the call. It was indicated that the customer would consume carbohydrates. The contact declined further follow up, stating that the customer is stable and would continue to eat to prevent bg level from lowering.